Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient had a non-device related weight loss which caused pocket site discomfort and difficulty in charging. The patient underwent a revision procedure wherein the ipg and lead were replaced with new ones. During the procedure, the ipg and lead were damaged and high impedances were noted. The device components were working properly prior to the revision and the reason for damage was unknown. The patient was reportedly doing well following the procedure. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient will undergo a pocket revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of charging difficulty was not verified. The reported pocket pain could not be verified. Since the returned leads exposed substantial damages, the ipg was investigated with known good leads, and its stimulation was monitored. The outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified that there was no loss of electric current into the surrounding tissue as a result of faulty insulation. The ipg passed all the required tests and revealed no anomalies. Device evaluation indicated that the lead revealed fractured cables at the bent/kinked location of the lead. This location appeared to be the site where the click anchor had been positioned. The complaint of high impedances was confirmed.